Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received in a loop of a motor error alarm occurring during the bolus delivery. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corner, minor scratches on the display window, scratched reservoir tube window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer stated that, on another incident, the insulin pump had also alarmed no delivery. The customer's blood glucose was unknown. The customer was advised that the device needed to be replaced. Nothing further was reported.